Event description:
It was initially reported by the (B)(6), that a call was rec'd from the vns pt's mother that her son was having fluid buildup around the vns device. Later, information from the pt's mother indicated that a pocket of fluid was right over top and around the generator. If they touch it, they can definitely feel the fluid, but do not know whether it is blood or fluid. She stated that it covers the whole generator. Her son is implanted with one of the bigger generators and normally they can see the outline of the device under the skin, however now they can't see it at all. The pt was not known to have had any trauma since the pt's sitter/sister are very watchful over the pt. There wasn't any bruising or redness in the area to suggest infection. The pt also had a low-grade temperature over the weekend prior and he was given otc motrin. There was no recurrence of the temperature. There did not appear to be any pain or any discomfort. The pt was also said to have been sleeping longer than before, which started before the site swelling. The surgeon opted to initially monitor the issue. Later it was indicated that the pt was referred for generator explant due to the swelling at the site and to rule out infection as a precaution. Additional information was rec'd from the surgeon's office. It was indicated in the clinic and op notes that the pt's cultures were negative and the wound was benign. The pt was said to be explanted due to the swelling at the site. It was not clear as to what caused the issues reported, but due to the possibility of infection, the pt's device was removed as safety precaution. The physician did not believe the device caused the infection. There was no pus or signs of infection. When asked about the reported fatigue and fever, the notes did not provide any indication of the issue, but was part of the reason he was referred for explant. It was said to have cleared up after explant, but there is no way to determine if it was related to the swelling. The pt was said to have been seen at the emergency room for the low-grade fever and lethargy. The pt was seen on 09/23 for f/u on the recently implanted generator and there was no observable infection. All appeared to be acceptable for the pt. The explanted pulse generator was returned to the manufacturer for analysis, which confirmed there was no device malfunction. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional. There were no performance or any other type of adverse conditions found with the pulse generator. The manufacturer dhrs were searched confirming lead and pulse generator sterilization prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead.